Manufacturer narrative:
Initially, the attorney reported that a single event of the implant of a composix kugel mesh occurred, however, medical records were received and a review of these records identified another event. Based on medical record review, the pt underwent incarcerated incisional hernia repair with two pieces of composix kugel mesh on (B)(6) 2001. Inadvertently, the pt suffered an enterotomy caused by the dissection of the hernia from the bowel. On (B)(6) 2001, the pt was admitted after it was identified stool could be expressed through the midline. The medical records provided do not indicate a device related failure as causing or contributing to the reported event. Additionally, according to the medical records the composix kugel mesh remains implanted. See MDR 1213643-2007-00989 for info related to the first composix kugel mesh implanted on (B)(6) 2001.

Event description:
Based on medical records provided by the pt's attorney: on (B)(6) 2001- pt underwent incarcerated incisional hernia repair with two pieces of composix kugel mesh. An inadvertent enterotomy was made, caused by the dissection of the hernia from the bowel. On (B)(6) 2001- pt was admitted, medical records note it was identified that stool could be expressed from the midline incision. On (B)(6) 2002- pt underwent a colostomy closure.